Event description:
The customer reported that the system displayed a high ma (milliamps) error during a procedure with patient involvement. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller board was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.